Event description:
It was reported there was a burning sensation in the patient¿s stomach and private parts. It was stated when the patient would go to the bathroom they could see blood when they wiped. It was stated when the patient had the stimulation on for more than an hour, they would feel the stimulation as burning. It was stated the implantable neurostimulator (ins) would turn itself on even though they had the stimulation turned down to zero and off. It was stated the patient was programmed and it felt better. It was stated the symptoms occurred following the implant. It was stated the first implant worked for the patient. It was noted there was no known accident or incident that was related to the event. It was stated the patient only had one program available for adjustment.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 399930, lot # v007335, implanted: (B)(6) 2006, product type lead. (B)(4).